Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (b)(64) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type ii. It was reported that the patient had a car accident on (B)(6) 2014 and after that they discovered that 4 of her 8 electrodes were damaged. The wires in her neck were bulging and they took x-rays. The patient saw the health care provider and the device still worked, so she continued to use the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.